Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced remote arm controller (rac) to resolve the issue. The system was verified and ready to use. Isi has not received the rac for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, repeated non-recoverable error 41014 occurred. The site received phone assistance from technical support engineer (tse). Tse reviewed the system logs and found error 23 and 30 pointing to master tool manipulator right (mtmr) #2 on surgeon side console (ssc) #2 and subsequent errors including 41014. Tse had site power cycle the system, but the issue was not resolved. Tse had site remove ssc #2 and the power cycle the system, which resolved the issue. The surgeon used ssc #1 to continue with the procedure. The procedure was completing as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the remote arm controller (rac) associated with this complaint and completed investigations. The unit was returned for failure analysis, and the reported error was confirmed but not replicated. In logs, the errors 41014,23,30 were found indicating the fault, confirming the fault occurred in the field. Visual inspection, no issues were found that is related to the report issue. The unit was installed on to a golden system where it was triggered by indicating fault on the rac. Then the golden system was set to run 10 minutes sine cycle, 10 power cycles & sitting idle for 5 days. Once the testing was completed, the system error logs were inspected, but no error could be identified.